Event description:
It was reported that the tcm was not producing ice, even though the ice maker light was illuminated. The product was changed out. No pt injury was reported.

Manufacturer narrative:
The field svc rep evaluated the sys and found the compressor needed to be replaced. The customer was supplied with a svc loaner and the customer's unit was returned to the MFR for eval. It was determined that the compressor start relay and thermal overload components had failed in the condensing unit. The condensing unit was replaced and the unit was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.